Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. Event log history was performed and indicated that "error 1720" was recorded in history. During analysis, the device was powered up and it alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1720. No adverse effects were reported.